Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a phenom 27 microcatheter was that was damaged. It was reported that the patient was undergoing a procedure for flow diverter treatment of a cerebral aneurysm. When trying to flip the sleeves on the pipeline embolization device, the catheter was observed to be stretched and accordioned at the distal end. Additional information received reported that the patient was unharmed, and there were no specific complications caused by the issue. They were treating a large/giant fusiform aneurysm requiring multiple telescoped flow diverters. The manufacturer representative believed 4 phenox p64 were initially placed with a 5th discarded, and then they placed the ped2 500 x 25. There were no issues opening or placement. A ped2-500-35 was then placed, again no issues opening or placement, but when capturing the sleeves to remove the system post deployment they felt resistance and this is when the phenom 27 was concertined.

Manufacturer narrative:
H3: the pushwire was returned stuck inside the phenom 27 catheter. The braid was not returned. The distal and proximal dps restraints were intact. The dps sleeves showed no signs of damage and were found to be intact. The distal hypotube appeared to be stretched, but the ptfe shrink tubing remained intact. No defects were found in the tip coil, distal marker, re-sheathing marker, resheathing pad, or proximal bumper. An examination of the catheter tip and marker revealed no damage. The catheter body was accordioned between 3.0 cm and 8.6 cm, and flattened at 11.0cm to 15.0cm from the distal tip. No other anomalies were noted. The pushwire was pushed out from the catheter lumen with difficulty. The total and usable lengths were measured and found to be within specifications. The catheter was flushed with water and was found to be patent. An in-house 0.026¿ mandrel was then tested by running it through the catheter hub, successfully passing through without issues. However, resistance was observed at the damaged locations. Based on the returned devices, the customer complaint was confirmed, as the pushwire was found stuck inside the phenom 27 catheter. The observed damage to the catheter (accordioning/flattening) and hypotube (stretching) suggests that high force was probably applied. This damage may have occurred when the customer attempted to retrieve the pushwire through the catheter against the resistance. Possible causes of the resistance include vessel tortuosity and the lack of a continuous flush with heparinized saline during procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.